Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector of a transfer set and a minicap. This was further described as the minicap ¿fell off completely¿ from the patient¿s transfer set. It was stated that the hp did not notice this until the hp was attempting to make a connection during an unspecified step of peritoneal dialysis therapy. As a result, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.